Event description:
Balloon burst.

Manufacturer narrative:
The balloon burst was reported to numed with minimal information. It stated that the catheter burst at 3 atm, which is the labeled rated burst pressure, on the first inflation. It is unk whether an inflation device with pressure gauge was used as recommended in the instructions for use. Numed has not received the device so that it can be evaluated. A catheter with the same catalog number was pulled from inventory and tested for the rbp. The labeled rbp for this catalog number is 3 atm and a nominal pressure of 2 atm. The catheter from inventory burst longitudinally at 4.5 atm. If the device becomes available for evaluation or if more information becomes available, it will be sent as follow-up information.